Event description:
It was reported by the health care provider (hcp) that he witnessed a pocket fill event during his residency approximately 4-5 years ago. The hcp reported that the event happened with a female patient while she was undergoing a pump refill procedure. It was noted, afterwards, that the patient was in the restroom for a long time, so the husband asked for a key to the restroom and found his wife on the floor. It was indicated that the patient was turning blue and drugs were administered to treat her and she survived. The patient was admitted to the hospital for approximately one week. The patient's outcome was not provided. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).